Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced multiple intermittent low blood glucose (bg) levels of 50-59 (mg/dl). The user's bg level was addressed by consuming carbohydrates or a glucose protein drink. The contact alleged that the pump was delivering too much insulin either via basal or bolus. In addition, the contact alleged the pump delivered multiple boluses causing the user's bg level to drop from 304 (mg/dl) to 59 (mg/dl). Review of the pump data logs by tandem technical support showed that the user successfully unlocked the pump, programmed and delivered two boluses at 10:41 pm and 11:49 pm. In addition, the user successfully unlocked the pump adjusted the basal rate to 3 units per hour (u/hr). The customer's healthcare provider (hcp) confirmed the correct basal for the customer was 1.9 u/hr. Reportedly, the tandem clinical diabetes specialist (cds) and user's hcp believed the low bg levels were caused by use error, not pump issues. Hcp reached out to the contact and user for further education.